Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device had signal artifact monitor (sam) episode noted. Technical services (ts) reviewed the ventricular episode and stated that the patient's rhythm started with bigeminy and patient was going in and out of ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was eventually successfully delivered. This device remains in service. No adverse patient effects were reported.